Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 17.8 mmol/l on mobile system, 6.9 mmol/l on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.